Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly in (B)(6) of 2011 an lfit anatomic v40 femoral head was implanted in the patient's right hip and the patient was revised on (B)(6) 2021. Stryker was made aware of this event via legal counsel.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was conformed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: revision surgery for dissociation of a cocr lfit v40 head from an accolade tmzf stem approximately 10 years after the index procedure. Event confirmation: a revision surgery, head dissociation, and trunnion wear were confirmed from the surgeon¿s operative note. No radiographs were provided for additional event confirmation. Implants were not provided for examination and pathologic exam was not provided for review. Root cause: the root cause of the revision was head dissociation from the stem and presence of trunnion wear. The root cause of the trunnion wear and head-stem failure cannot be ascertained without additional medical information. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly in march of 2011 an lfit anatomic v40 femoral head was implanted in the patient's right hip and the patient was revised on (B)(6) 2021. Stryker was made aware of this event via legal counsel. Update as per med review dated 17 february 2023: revision surgery for dissociation of a cocr lfit v40 head from an accolade tmzf stem approximately 10 years after the index procedure the cup was at a high abduction angle of high 500 range on x-ray.